Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing produced a 'force sensor bridge test' error. It was determined that the root cause was due to the force sensor being disconnected from the plunger head printed circuit board. The force sensor was reconnected. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned due to the 'sensor.' The device evaluation made note of a force sensor bridge test alarm. There was no reported patient involvement.